Manufacturer narrative:
This report has been identified as b. Braun internal report number(B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Bmi complaint management dated (B)(6) 2023. Device history record (DHR): unable to review the device history record for this complaint as it consists of an unknown batch number. Note: complaint flow to production. Sample receipt at bmi - complaint investigator, dated (B)(6) 2023. Bmi preliminary investigation:- received 1 used and contaminated capillary hub of an introcan safety pur 24g, 0.7x19mm-jp without packaging. Cannula hub and protective cap were not being returned for investigation. Based on test spec #: (B)(6), took the sample to a visual test according to test method 102000 (visual) / test method 102002 (damages) and no abnormalities or damages found. Sample was then tested using a syringe and upon injecting with saline, no leakage was observed (please refer to pictures attached in pc notification). Note: forwarded the sample to production for further evaluation and investigation. Root cause analysis: unable to review the machine record cards as this complaint consists of an unknown batch number. Trend analysis: customer complaint of lock connector / tightness - general for introcan safety trend analysis is being tracked based on CAPA initiation criteria. Sample received. (Refer to cir). Received 1pcs used and contaminated capillary hub of an introcan safety pur 24g, 0.7x19mm-jp without packaging. Cannula hub and protective cap were not being returned for investigation. No jms connector returned for investigation. Sample investigation: the returned catheter hub was investigated for analysis, refer inspection table below. (Refer to cir). Simulation 1: connection of catheter hub to the b. Braun infusomat extension line: simulation was performed on the returned catheter hub sample with b. Braun infusomat extension line to check for leakage. Result: there was no leakage observed at the catheter hub luer connection area. (Refer to cir). Simulation 2: connection of catheter hub to syringe: simulation was performed on the returned catheter hub sample with 10ml syringe to check for leakage. Result: there was no leakage observed at the catheter hub luer connection area. (Refer to cir). Review of process card: since the complaint batch number is unknown, review of process card was not able to be performed. Review of assembly process flow: introcan catheter assembly line (cal) (refer to cir). At cal machine, the catheter leakage test station can detect samples that observed with cut/damage capillary, incomplete assembly of capillary attached to catheter hub and damage/crack catheter hub. When subjecting to this leakage test, a sample that exceeds the leakage pressure specification indicates leakage was found and it would be automatically rejected and removed at the eject reject part station. The in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Review of final control and ipqc inspection results review on final control and ipqc inspection results could not be performed as complaint batch number is unknown. Review of CAPA, customer complaint and internal holdback trending subsequently, further review on CAPA record, customer complaint record and internal holdback trending related to introcan safety products from october 2022 to september 2023. There was no confirmed customer complaint, no CAPA and no internal holdback records related to lock connector tightness on introcan safety g24. Summary of root cause analysis: · received 1pcs used and contaminated capillary hub of an introcan safety pur 24g, 0.7x19mm-jp without packaging. Cannula hub and protective cap were not being returned for investigation. No jms connector returned for investigation. · the returned sample was inspected at bmi and passed the tests. · process flow was reviewed. When subjecting to this catheter leakage test station, a sample that exceeds the leakage pressure specification indicates leakage was found and it would be automatically rejected and removed at the reject part station. · review on manufacturing records and DHR could not be performed as complaint batch number is unknown. · this complaint is concluded as not confirmed. Cause : cause could not be determine the returned sample has been checked and tested by bmi. The sample passed the tests conducted and they meet the specifications. Review on manufacturing records and DHR could not be performed as complaint batch number is unknown. Therefore, this complaint is concluded as not confirmed. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed disposition of products (if applicable): not applicable.

Event description:
As reported by the user facility information by(B)(6) in japan: "product leakage" according to the customer: "it was used in combination therapy with pembrolizumab (genetical recombination), epirubicin hydrochloride and cyclophosphamide hydrate. When connected to another company's product and administering epirubicin hydrochloride, leaked. There were no detached or loose connections. After retightening and restarting administration, it leaked again during saline washout. There were no cracks in the product. This has happened three times in total, this time and the last two times. Investigated by the manufacturer of the connected product."